Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(6); UDI#: (B)(4); product ID: 9735944 h3: a medtronic representative went to the site to test the equipment. Testing revealed that the power cable pins were found broken. Parts were ordered for replacement. H6: b01, c02 and d02 apply to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that when plugging the system in, there was a short-circuit spark on the pin of the plug. It was noted this had happened a previous time. A manufacturer representative (rep) attempted service and confirmed the issue. System service was unable to be completed as it was not working. Additional information was received. The customer was unable to start the procedure. The event happened as the customer plugged the system into the socket, before the procedure.

Event description:
Additional information was received. It was reported that there was no patient involvement.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.